Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the image loss/distortion upon angulation could not be determined, however, the issue was likely the result of damage to the charged-coupled device unit, including disconnection due to stress due to repetitive use, external factors, handling/mishandling, and or a faulty component on the circuit board. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system ¿confirm that the wli and nbi endoscopic images are normal¿. ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on the charged coupled device unit a noise image occurs, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, switch 3 had a scratch, and the video connector had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope screen suddenly became distorted. The issue was observed during preparation for use. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found that due to a cut on the charged coupled device cable, the monitor shows a black screen with no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.